Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient was receiving battery charger faults. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a q1 current-controlling transistor that was shorted and thermally damaged on the charger bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective transistor. The patient rec'd a replacement battery charger/modem.